Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that recently a patient experienced 2 balloon failures; the balloon does not remain inflated. The department did tests on a probe (B)(6) and the amount of liquid in the balloon decreased daily, loss between 1 and 7cc. On (B)(6), there was only 3cc in the balloon and the employee added 7cc, for a total of 10cc. On (B)(6), the probe expelled itself and the balloon was empty.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted. In the absence of any actual or representative sample returned for investigation, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
It was reported that recently a patient experienced 2 balloon failures; the balloon does not remain inflated. The department did tests on a probe january 30 and the amount of liquid in the balloon decreased daily, loss between 1 and 7cc. On february 21st, there was only 3cc in the balloon and the employee added 7cc, for a total of 10cc. On february 22, the probe expelled itself and the balloon was empty.

Event description:
It was reported that recently a patient experienced 2 balloon failures; the balloon does not remain inflated. The department did tests on a probe january 30 and the amount of liquid in the balloon decreased daily, loss between 1 and 7cc. On february 21st, there was only 3cc in the balloon and the employee added 7cc, for a total of 10cc. On february 22, the probe expelled itself and the balloon was empty.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. There was 1 piece of representative sample returned for investigation. Based on the complaint description, it was reported that the balloon of the catheter was empty. From the statement, it was likely that the balloon had leaked. Investigation was performed on the representative sample by inflating the balloon with 5ml of water. After 1 hour, the sample could stay inflate with no issue. The catheter was also observed to have no issue during deflation. Balloon able to be inflated with water without any issue. Besides that, it was also mentioned by the complainant that the amount of liquid in the balloon decreased daily. The sample was then subjected soak test to check on the balloon volume daily. However , there was no leak balloon or significant balloon volume loss observed along the soaked period. Leak balloon may happen due to several reasons such as in contact with sharp object during use i.e. Contact with clamper, kidney dish/tray , overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly , petroleum spirit, paraffin or other relative compounds. Balloon could also leak because of balloon had encounter bladder or kidney stone during use for patient with bladder or kidney stone history. In our current standard operating procedure, the raw balloons are subjected to 100% visual inspect ion and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspect ion and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Leak balloon could happen due to several reasons. However, based on the representative sample returned, no deflation or leak issue observed , therefore this complaint could not be confirmed.